Event description:
Pain in the injected knee [arthralgia]. Case description: spontaneous report received on 13-may-2009 from an (B)(6) pt, who was also a physician, (B)(6). The pt had a history of osteoarthritis and previous synvisc treatment every six months for six years. The pt received two synvisc injections in his left knee on unspecified dates about six months ago. The pt experienced severe pain in the injected knee after the second synvisc injection. He did not receive the third synvisc injection at that time. The pt, who was also a physician, assessed the event as probably related to synvisc. As of the date of receipt of this report, the pt's outcome was unk. Additional info was received from the injecting physician on 25-may-2009. The pt had a 10 year history of moderate osteoarthritis and a history of joint narrowing and osteophytes. The pt was previously treated with nsaids, steroids and synvisc. The pt received synvisc injections in the left knee on (B)(6)2008 and (B)(6) 2008 with no effusion collected prior to the injections. On (B)(6) 2008, the pt experienced pain in the injected knee which was assessed as moderate in intensity and definitely related to synvisc. The event resolved on (B)(6) 2008. The physician also reported that the pt received a depo-medrol injection on (B)(6) 2009 (5 months after the resolution of the event). As of the date of receipt of this report, the pt had recovered.